Event description:
The nurse reported a case of one day post operative infection. The surgeon stated he thought this may be related to the phaco handpiece. The nurse asked the surgeon if this was toxic anterior segment syndrome (tass) and he stated no. The surgeon stated fibrotic (sic) material was seen from the incision site to the pupil. The visual acuity after dilation was 20/40. The pt was sent to a retinal specialist for treatment. No cultures were done. The outcome of the event was excellent and the patient is doing well.

Manufacturer narrative:
The nurse stated the phaco handpieces were rinsed and autoclaved for 10 mins. The phaco handpieces were then cultured and all cultures were negative. The cataract tray, which includes the instruments and I/a handpieces are cleaned, rinsed, sonic cleaned, and rinsed again. The cataract tray, instruments, and I/a handpieces are then autoclaved for 10 mins at 270 degrees at 32 psi. The phaco handpieces are sterilized separately. A copy of the directions for use for the phaco and I/a handpieces were sent to the nurse. The root cause of the pt event cannot be determined in this investigation. Endophthalmitis is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The report was mailed to FDA on: 12/17/2008.